Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-15034 and 1627487-2012-15035. It was reported, the patient wanted her scs system removed because she lost weight and the ipg protrudes. Also, it was reported, the patient is not receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.